Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the large needle driver would not rotate properly while in use. There was no report of patient involvement. On 20-may-2026, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: "the robotic large needle driver won't rotate properly while in use per surgeon."